Manufacturer narrative:
Additional information (28-nov-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files, reagent and sample data. Quality control (qc) recovered within customer's acceptable ranges and no issues were reported with other patient samples. Customer replaced sensor which is part of standard troubleshooting for issues of this nature. Hsc concluded the cause of the event is consistent with a sensor issue which can cause sample aspiration issues. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00254 was filed on 22-nov-2023.

Event description:
A discordant falsely depressed sodium (na) patient result was obtained on a dimension exl 200 integrated chemistry system. The falsely depressed patient result was reported to the physician and the result was questioned. The same sample was reprocessed on an alternate dimension exl with lm system. A higher result obtained was considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.